Event description:
It was reported that at a follow-up check of the pacemaker system post-implant, device interrogation showed there to be sensing of ventricular signals by the atrial lead. Device testing also showed that no atrial activity was being sensed or captured. X-ray confirmed atrial lead dislodgement. The pacemaker was programmed to vvir at 55 beats/minute pending a future atrial lead revision. No adverse patient effects were reported.

Event description:
It was reported that at a follow-up check of the pacemaker system post-implant, device interrogation showed there to be sensing of ventricular signals by the atrial lead. Device testing also showed that no atrial activity was being sensed or captured. X-ray confirmed atrial lead dislodgement. The pacemaker was programmed to vvir at 55 beats/minute pending a future atrial lead revision. No adverse patient effects were reported. Additional information received indicated the atrial lead was successfully repositioned on (B)(6) 2024. No additional adverse patient effects were reported.